Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The male air connector from the foot pedal leaks air. There is was no teflon tape on the threads of the connector. The device failed the weight test. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these were repeat issues. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the spider was leaking air and was not holding pressure. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a delay or if a backup device was available and how the issue was resolved.